Event description:
It was reported that the patient presented for a follow-up in clinic with discomfort from pocket stimulation. Upon interrogation, it was noted that the pacemaker went into backup vvi mode. Programming changes were made. The patient was in stable condition.